Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced elevated blood glucose after eating cereal while using the ilet device, and the caregiver noted that the glucose level was subsequently declining. Symptoms included hyperglycemia peaking at 301 mg/dl. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included product use review and assessment of blood glucose trends based on user report. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with postprandial hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.